Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was not returned for evaluation; therefore visual and functional testing was not performed. The customer reported complaint for the autopulse platform displaying an error message "patient is out of alignment" was confirmed during archive review. Since the platform has not been returned, physical investigation could not be performed. Therefore, a root cause could not be determined. The archive data review indicated multiple error messages that on occur on (B)(6) 2017 but not on the customer reported event date of (B)(6) 2017. The customer powered on the platform and an error message user advisory (ua) 07 (discrepancy between load1 and load2 too large) was displayed and was powered off by the user 9 times without any compression cycle. The platform was then powered on after one and half hours later and ua 18 (max take-up revolutions exceeded occurred during takeup) was displayed. The unit was powered on five times later on in the evening and performed a total of 324 compressions before experiencing ua 02 (compression tracking error occurred on the first compression). Ua 02 was cleared by the user and 43 compressions were performed before displaying ua 02 again. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 07 alerts the user that the load sensing system has detected a weight/load imbalance between the two loads cells might be due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or damaged load cell modules. Ua 18 alerts the user that the drive shaft moved the lifeband past the maximum allowable takeup depth without detecting a patient. Ua 02 alerts the user that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4). Medical safety assessment : the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse did not start and did not perform any compression. Manual CPR was performed for approximately 58 minutes. Rosc was not achieved by manual CPR. Changing battery and the transition from autopulse to manual CPR by trained users is quick and similar to the time necessary for rescuer rotation, presenting the same workflow as manual CPR only. Hence, because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the transition when compared to standard of care manual CPR. The cause of patient's death was likely to be patient's underlying clinical condition. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca. Referenced MFR reports: 3010617000-2017-00568 = (B)(4) autpulse platform. 3010617000-2017-00567 = (B)(4) autopulse platform.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the device was tested with a low weight manikin and it functioned as intended; however, on a call last night, the autopulse platform (sn: (B)(4)) was used on a patient that was experiencing cardiac arrest. When the crew tried to initiate therapy, the platform was displaying "patient is out of alignment" even though the patient was aligned properly. The customer replaced the battery, however same issue persisted. The crew then performed manual CPR for approximately 58 minutes. Rosc (return of spontaneous circulation) was not achieved. (B)(6) coroner pronounced the patient death. The cause of the cardiac arrest is unknown. Customer does not attribute the patient's death to the use of the autopulse platform.